Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 packaging was tearing while opening. The following information was provided by the initial reporter: material no. 303310 batch no. 9339633 package tearing when opening package and compromising the sterility of the syringe.

Manufacturer narrative:
H.6. Investigation summary photos received for investigation. Upon observation, residues of paper fibers adhering to the packaging film can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action has been initiated CAPA (B)(4). There are 2 opening techniques for blister with direct seal described below: 1) "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. 2) "straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging was tearing while opening. The following information was provided by the initial reporter: material no. (B)(6)batch no. 9339633 package tearing when opening package and compromising the sterility of the syringe.